Event description:
In 2003, patient had gliasite placed and received brachytherapy 17 days later. The device was removed 7 days later. Patient was hospitalized 3 months later to have a shunt placed to relieve symptoms of short-term memory and mild gait disturbance. After shunt placement, kps returned to 100%. Nine days later, patient was admitted to hospital for shortness of breath and CT showed pulmonary embolism within right lower lobe of pulmonary artery and segmental emboli within left lower lobe. No pleural effusions were seen and patient was able to maintain oxygenation. Patient started on heparin with planned switch to coumadin.